Manufacturer narrative:
Device manufacture date not available at time of this event. Temporary licenses were completely used. A permanent license had been ordered, but was not installed prior to this procedure. Warning are present in the software to prevent use of the system without proper licensing.

Event description:
A surgeon reported that they received an 'invalid license' error message when they powered the system on for an ent procedure. He explained that this behavior delayed the case by 30 minutes while the patient was under anesthesia. The surgeon requested that this behavior be documented.